Event description:
A physician reported a pt who was treated in the inferior eyelid in 9/1998. In aprox 12/1998, the pt developed ecchymotic papules and edema in the inferior eyelid. The physician believed the symptoms were probably product related. The physician prescribed local locapred and oral extranaze on 3/5/1999.